Manufacturer narrative:
The y-fitting to the no foam bottle was cracked causing the reagent to leak. A field service engineer (fse) cleaned up the spill and replaced the y-fitting and the tubing connecting to the no foam bottle.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that no foam solution was leaking onto the floor beneath the unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.